Event description:
I use a CPAP resmed airsense 10 for approximately 4-5 years, and approximately of the above date, I have noted a residual pink/dark red stain occurring in the corners of the water reservoir of this device, which even with strong washing/brushing is not majority removed. Cleaning of the resmed device/accessories occurs approximately after 10 nights, and I only use branded distilled water from different suppliers. Obviously, I'm concerned if there are any inhalation effects from whatever is causing this stain, whether rust, or some other etiological constraints. I use the device every night for approximately 6-9 hours for my sleeping needs. I have sent a message to the supplier for all my CPAP supplies as of 11.11.24, and have not heard back. I attempted to reach resmed tonight, but will have to wait until 9-5 est tomorrow before they are open. The supplier for my resmed accessories provides new materials every 3 months, although the water reservoir is not replaced each 3 months.